Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: no vibratory alarm function.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: evaluation revealed a cracked battery compartment extending from the threads to the finger pad, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. On testing, the pump had no vibratory alarm function. The pump was opened for inspection and revealed misalignment of the vibration motor contacts.